Event description:
A malfunction was reported with the display of a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues arose again.